Manufacturer narrative:
Lot number - 18j032, 18k005, 18m037. Two (2) single-use devices were received for evaluation. Visual inspection of the first device revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. Visual inspection of the second device revealed fluid inside the device¿s housing. A functional leak test was performed by filling the device with water. During filling, water immediately squirted out of bladder near lower area of the bladder. Examination on the bladder noted the leak was caused by a small slit measured to be 1.59 mm in length. The small slit is a form of bladder rupture. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 7 </noe> malfunction events. It was reported that seven large volume infusors leaked. Three devices leaked from the blue winged luer cap, two devices leaked from the fill port, and two devices leaked from an unspecified location. Six events occurred prior to patient use with no patient involvement, and one event occurred during infusion and involved a patient with no patient impact. No additional information is available.